Manufacturer narrative:
Based upon the clinical review, the evaluation of the endoleak is inconclusive. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation, a root cause was not identified due to the limited available information. The device remains in the patient. The following factors identified in the clinical review may have contributed to the reported event: an aortic neck less than 15mm; inadequate femoral to external iliac artery diameter due to an occlusion of the right common femoral and external iliac artery; and the patient use of antiplatelet therapy. No device issue was identified. Overall, the investigation is inconclusive related to a design or manufacturing issue being a factor in the event.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported post implant of a bifurcated device and a suprarenal aortic extension, the patient developed an endoleak. A computed tomography scan revealed a component separation between the main body and the aortic extension due to a mild aneurysm sac enlargement. The physician elected to correct the endoleak by implanting an infrarenal aortic extension. The patient is stable, and the leak resolved.